Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump is stuck in the rewind process. Blood glucose reading was 223 mg/dl. Customer stated that they were running a dual square bolus and decided they were going to do a set change. This cause the insulin pump to go into a loop. Troubleshooting was performed. The alerts were cleared and the battery removed for 11 minutes. The customer was able to complete the rewind and fill tubing process. Nothing further reported.